Event description:
Three (3) days post closure procedure, thrombus was detected in each treated limb of a bilateral case, during the routine follow-up. The patient was completely asymptomatic and was not hospitalized. The patient was placed on anticoagulation therapy that included low molecular weight heparine and coumadin. No other details are provided due to the concerns about disclosing confidential patient data.